Event description:
The hospital reported that in step number 4, the gasket remained inside the cylinder. The seal remained in the tube during the preparation stage. A new device was used to complete the procedure. There were no major delays. No patient harm.

Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6). The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000494216 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.